Event description:
According to the reporter, during a laparoscopic partial hepatectomy, the clip applier did not fully open from the beginning of use. The surgeon was able to squeeze the handle, but no clips were properly loaded into the jaw during the procedure. As a resolution, another device of the same model was used to complete the case successfully.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the instrument was applied to test media. The clips loaded into the jaws, formed properly, and remained securely attached to test media. While loaded in the jaws the clips were shifted towards the left jaw. The jaws opened and closed without difficulty. The next clip twisted as it was applied to the test media. When the cartridge was empty, the interlock engaged to prevent the jaws from approximating. It was reported that the endo clip did not fully open and were properly loaded into the jaw. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the distal end of the device is subjected to excessive manipulation or applied over an obstruction during application of the instrument. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: firing a clip over another clip or other obstructions may result in bleeding and/or leakage and may damage the instrument jaws. Also, avoid excessive twisting of the jaws or tissue manipulation when firing the instrument. Deflecting the jaws and/or shaft during firing may result in an improperly formed clip and possible bleeding and/or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.